Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Block h6: the probable cause for the missing composite core material was likely from using an undersized guide catheter (4f) that may have caused or contributed in the error message reported by the customer. Per the IFU, the omniwire devices have been designed and tested for use with the 5f guide catheters. Manipulation and strain from using an undersized guide catheter can damage the omniwire components and result in the reported error message. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the mid lad. During use, error message "attach wire to connector" was displayed. The procedure was completed with a new wire. No patient injury reported. During the product return evaluation, the composite core was peeled off with missing material observed. This product problem is being submitted due to the missing material on the omniwire. There is a potential for harm if the malfunction were to recur.